Manufacturer narrative:
Concomitant medical products: st. Jude ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for out of range superior vena cava coil impedance and rv coil impedance on the right ventricular (rv) lead. A fracture was suspected. In office testing could not produce any noise and no oversensing was observed. The lead remains in use. No patient complications have been reported as a result of this event.